Event description:
A company representative attended a customer non-invasion grower distal femur replacement procedure on (B)(6) 2014. It was reported that during the operation, the surgeon had to cut 1cm from the end of femoral stem to seat the implant as a result of the patient's "difficult/complex anatomy'. The surgery went well and the surgeon was satisfied with the outcome.

Manufacturer narrative:
The patient has undergone successful surgery for a distal femur. The surgeon states that he removed 1 cm of the femoral stem due to complex/difficult anatomical issues that did not show up on x-rays. There were no reported complications from this procedure. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore will continue to monitor for trends. Corrected data - distal femur implant corrected to limb salvage system. Device manufacture date corrected from 09/15/2014 to 09/12/2014.

Event description:
A company representative attended a customer non-invasive grower distal femur replacement procedure on (B)(6) 2014. It was reported that during the operation, the surgeon had to cut 1cm from the end of femoral stem to seat the implant as a result of the patient's "difficult/complex anatomy". The surgery went well and the surgeon was satisfied with the outcome. This is a supplemental report to 3004105610-2014-00031 ((B)(4)).

Manufacturer narrative:
The design proposal for the custom device was generated after reviewing the patent's x-rays. The design proposal was subsequently approved by the surgeon on (B)(6) 2014. The surgeon reported that the patient's general anatomy and surrounding soft tissue (which does not show on x-ray) required that the device be modified during the procedure. A review of the device history records was conducted, the device was manufactured per the design proposal and no non conformance were revealed. Please note that this custom distal femur device is similar to the mets modular distal femur k121029.